Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had his knee replaced approximately in 1993 or 1994 at (B)(6) where he received at pfc knee. The surgeon , exact date, and implant information is unknown. He came to the ER with a swollen and painful knee which was determined by the ER. No pathology report is available at this time. The surgeon was the consulting physician assigned to him and decided that the patient would need an immediate I&d with poly change. Sales rep was notified by the surgeon if the tka was a depuy product which the x-ray indicated. The surgeon explanted a sz 5 x 12.5mm pfc cr poly , did a thorough debridement, and a new sz5 x 17.5mm poly was implanted. The femur and tibial tray were left in-situ and no cat # or lot #¿s are available. There was no reported loosening. There was no reported surgical delay. Doi: 1993 or 1994; dor: jul 06, 2022; affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.